Manufacturer narrative:
Based on the available information, the event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional information has been received to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported by the end user¿s wife that he developed a pressure injury on side wall of the stoma at the 9 o'clock position which was noticed about two weeks ago. The injury was further described as an open area on the side wall of the stoma, with no reported bleeding. The end user was seen by a physician who diagnosed a pressure injury, possibly caused by the rigid convex barrier. The doctor recommended topical neosporin antibiotic. According to his wife, the end user's stoma is mushroom shaped and protrudes. End user¿s wife stated that the thinks it has gotten larger and the existing wafer opening is too small for the stoma. Followed up with the complainant¿s wife and she stated that the ulcer looks unchanged. An email was received from the complainant providing pictures depicting the reported complaint issue. It was further reported that mucus is coming from it. No further information was provided.